Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "no image/blue lines when plugged in". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: complaint verified - the camera would not produce an image. A functional test confirmed the complaint. Troubleshooting found a short between +12 volts and gnd. Several components needed to be removed to isolate the short, which was found to be c26. After the removal of c26 the short was no longer present. The customer's headboard is the original from the 10/12/2016 manufacture date, so, it should be replaced to ensure there are no latent failures. The root cause was determined as +12 volts is shorted to gnd (c26 component failure) and failed due to normal wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).